Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the customer says these breakage problems have been occurring since at least april 2024, and that they have reported many separate occurrences over this period. The problems have spanned many different sizes, needle configurations & lot#¿s, and they have not seen any improvement. The surgeon has even changed from using a 7-0 to a 6-0 suture for enhanced strength to no avail. Was there any reported patient or user harm? Yes. Did the patient/user require any medical or surgical intervention as a result of the event? Yes_#_ description the suture failed post-operatively, necessitating urgent surgical revision. Did the patient/user require extended hospitalization as a result of the event? ## yes_#_ description ## unsure if the patient required extended hospitalization as a result of the event as this was not noted in the email. *** what is the patient¿s/user¿s status/outcome following the event? Unknown. Do you need product packaging to send the product back? No. Would you like a return label at the end of this process? No. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Did the patient experience a wound dehiscence? Please provide details. What tissue dehisced? Onset date/time of dehiscence? (# post op days) please describe the appearance of the suture during the second procedure. Did the suture break? If so, where was the break noted (termination, middle, end)? Were there any precipitating patient stress factors that led to the suture breakage? Are photos available? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. In this instance, the suture failed post-operatively, necessitating urgent surgical revision. Unfortunately, they did not keep the packaging /lot# as the failure did not occur at time-of-use. Additional information was requested.